Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted (B)(6) 2007; dtbb1d1 crt-d, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was partially removed and replaced. The right atrial (ra) lead was damaged during the laser extraction of the rv lead and was then partially removed and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.